Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) system developed an infection. The patient was hospitalized and the entire system was explanted. No additional adverse patient effects were reported.